Event description:
It was reported that the patient experienced body aches, fatigue, and multiple falls. It was also noted that the right atrial (ra) lead exhibited under sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).